Event description:
This is a follow up #1 to report investigation findings of the returned needle to date. At the time of the initial report, further investigation to the needle was pending and still is at this time. As reported in the initial: it was reported that 2 icepearl needles were used for a renal cryoablation procedure. The first needle functioned properly, but the other did not. The needles were tested and functioned properly through both first and second freeze cycles and first passive thaw cycle. During the second thaw cycle, the fastthaw was utilized for 2 minutes, but needle a6985-028 never registered the internal temperature and displayed the spinning warm up wheel the entire 2 minutes. Upon starting track ablation, this needle also displayed as warming up, but never went into actual "cauterizing." They finished the other needle's track ablation and let needle a6985-028 finish passively thawing. The doctor felt resistance when first attempting to remove this needle, so iceball was still stuck to needle. When the doctor finally did remove this needle, the needle appeared scarred and appeared on the patient's skin as if the ink from the azi had rubbed off on their skin like a marker. Patient was under conscious sedation during case. Patient did not experience any pain and there were no abnormal outcomes in post-scan imaging. Treatment of lesion was successful. The needle was returned for investigation.

Manufacturer narrative:
To date, the investigation of the returned needle has included a review of the device history records and engineering investigation. The needle manufacturing records were reviewed and no related deviations or concerns were found. The needle's electrical malfunction was confirmed as it failed investigative testing for electrical atp properties. Upon disassembly, the resistance wire insulation layer on the heater was damaged during assembly process leading to the hi-pot issue. A second follow up report will be filed with final investigation conclusions once completed.

Event description:
This is follow up #2 to report investigation findings of the needle shaft. At the time of the follow-up report #1, further confirmation of needle shaft investigation was pending. Confirmation of needle shaft investigation has been received and the device investigation has now been concluded. As reported in the initial and in follow up #1: it was reported that 2 icepearl needles were used for a renal cryoablation procedure. The first needle functioned properly, but the other did not. The needles were tested and functioned properly through both first and second freeze cycles and first passive thaw cycle. During the second thaw cycle, the fastthaw was utilized for 2 minutes, but needle a6985-028 never registered the internal temperature and displayed the spinning warm up wheel the entire 2 minutes. Upon starting track ablation, this needle also displayed as warming up, but never went into actual "cauterizing." They finished the other needle's track ablation and let needle a6985-028 finish passively thawing. The doctor felt resistance when first attempting to remove this needle, so iceball was still stuck to needle. When the doctor finally did remove this needle, the needle appeared scarred and appeared on the patient's skin as if the ink from the azi had rubbed off on their skin like a marker. Patient was under conscious sedation during case. Patient did not experience any pain and there were no abnormal outcomes in post-scan imaging. Treatment of lesion was successful. The needle was returned for investigation.

Manufacturer narrative:
Additional information following needle shaft investigation was received on the 12-jan-2020. After needle decontamination and cleaning, the needle shaft was observed and found as normal shaft color. All blood and tissue were removed from the needle during cleaning for the needle shaft investigation. No peeling issues were found with the needle shaft coating. Investigation with the device is now concluded. As reported in follow up 1: to date, the investigation of the returned needle has included a review of the device history records and engineering investigation. The needle manufacturing records were reviewed and no related deviations or concerns were found. The needle's electrical malfunction was confirmed as it failed investigative testing for electrical atp properties. Upon disassembly, the resistance wire insulation layer on the heater was damaged during assembly process leading to the hi-pot issue.

Event description:
It was reported that 2 icep earl needles were used for a renal cryoablation procedure. The first needle functioned properly, but the other did not. The needles were tested and functioned properly through both first and second freeze cycles and first passive thaw cycle. During the second thaw cycle, the fast thaw was utilized for 2 minutes, but needle a6985-028 never registered the internal temperature and displayed the spinning warm up wheel the entire 2 minutes. Upon starting track ablation, this needle also displayed as warming up, but never went into actual "cauterizing." They finished the other needle's track ablation and let needle a6985-028 finish passively thawing. The doctor felt resistance when first attempting to remove this needle, so iceball was still stuck to needle. When the doctor finally did remove this needle, the needle appeared scarred and appeared on the patient's skin as if the ink from the azi had rubbed off on their skin like a marker. Patient was under conscious sedation during case. Patient did not experience any pain and there were no abnormal outcomes in post-scan imaging. Treatment of lesion was successful. The needle was returned for investigation.